Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify was prompting for another request after failing to issue the medication. The medication had not expired, and only 25 minutes had passed since the initial request. A technical support specialist assisted the customer and instructed to re-request the medication. This resolved the issue and allowed the medication to be issued successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower rx verify was prompting for another request after failing to issue the medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. Therefore, this case has been deemed reportable due to medication could not be given.